Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that flow transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue has been resolved and the device was delivered to the user in working condition. No details has been obtained according how the issue has been solved and if it has been reproduced. Additionally, the technician stated that internal leakage test failed. The issue was decided to be reported in abundance of caution as it may, in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).